Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: the display screen booted to the verify screen. The display was observed to have a pinkish contrast and was able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen was faded and not able to be read. Reporter stated that there was an area of distortion through the am on the screen. There was no known trauma or moisture exposure to the pump. Reporter stated issue was not resolved with new battery. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.